Manufacturer narrative:
Our investigation into the complaint has now concluded. The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. No issues were recorded during the visual evaluation of the device. Further functional evaluation of the device confirmed the complaint issue. In depth investigations were conducted to identify the root cause of the suction failure issue. The pump was found to have both a defective main pcb (printed circuit board) and a defective pump. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during npwt utilizing a renasys touch, the dressing did not compressed at all, so nothing reached to the canister. The problem was not solved by exchanging the canister and, the dressing. That problem was solved by exchanging the device. There was no delay. There was no patient harm.